Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6005239 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 12 for the code occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 12, version 18, version 16 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 9 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 25 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 3 according to wi version 10 test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005239 was manufactured according to the document version 96 on the packing process in the multivac 10, on 03/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The lot 6005239 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 12, version 18, version 16 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 9 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 25 test on reference samples, 10 samples out 10 samples passed the test. Functional test 3 according to wi version 10 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005239 was manufactured according to the document version 96 on the packing process in the multivac 10, on 03/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in estonia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. Patient was hospitalized for high blood glucose level and treated by IV insulin. Insertion site was buttock. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: estonia.